Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) advised the customer to remove the rubber button cover and actuate the switch directly. If it responds, then it was advised to reinstall the button and make sure that it contacts the switch. If it did not respond, then the rse advised the customer to replace the switch printed circuit board assembly (pcba). The customer was provided with the part information for the switch pcba. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.